Manufacturer narrative:
Correction needed to report the cause of over-sensing alert.

Event description:
Correction needed to event description. The non-sustained ventricular over-sensing alert was thought to be caused by myopotential over-sensing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05711. It was reported that the patient presented remotely via merlin.net. Interrogation of the patient implantable cardioverter defibrillator showed episodes of non-sustained right ventricular over-sensing. No patient symptoms were reported. No changes were reported.